Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2008, implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this was reported by the patient's legal representation. The surgeon is: (B)(6). Block h6: patient code e2401 captures the reportable event of unknown injury. Impact code f19 captures the reportable event of surgical procedure(s) potentially related to the mesh. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling was implanted into the patient during a procedure performed on (B)(6) 2008. As reported by the patient's attorney, the patient has experienced an unspecified injury. Additional information received january 12, 2022: at an unrelated medical visit on (B)(6) 2021, the patient's documented past surgical history included abdominal wall mesh removal - 2019, as well as bladder surgery, bladder tack with mesh - 2008, bladder suspension, and repair rectocele - 2013, 2018.

Manufacturer narrative:
Block h2: blocks b3, b5, d4, d6b and h6 have been updated based on additional information received on february 15, 2022. Block b3 date of event: date of event was approximated to (B)(6) 2019, was chosen as a best estimate based on the date of the mesh removal surgery. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this was reported by the patient's legal representation. The surgeon is: (B)(6) md. (B)(6). Block h6: patient code e2401, e1310 and e2330 captures the reportable event of unspecified injury, urinary tract infection and pain. Impact code f1903 and f18 captures the reportable event of mesh removal and physical therapy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling was implanted into the patient during a procedure performed on (B)(6) 2008. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date. Since this complaint was reported via lawsuit, the device is not expected to be returned. Boston scientific corporation received additional information on february 15, 2022, as follows: on (B)(6) 2019, the vaginal mesh was removed from the patient and her pelvic floor pain has resolved. On (B)(6) 2021, the patient went for a follow-up visit. The patient is doing well. The patient stated that she had colpectomy and received bulking injections but says they have not helped much. The patient underwent a physical therapy. Per patient, she has a weak thigh muscles and right knee pain. The patient also had a urinary tract infection. As of (B)(6) 2021, the patient is doing well and was on a follow-up for her post-surgical hypothyroidism. Reportedly, the patient continues to see a physician for her urinary incontinence, however, her pelvic floor pain is getting better.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2008, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling was implanted into the patient during a procedure performed on (B)(6) 2008. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date.